Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to confirm the reported problem. The most probable cause was a missing outer diss input o ring. The device was sent in with a customer input hose. It was found to be non-original equipment manufactured and defective. A do not use tag was attached to the customer input hose and sent back to the customer with the device.

Event description:
It was reported that the device had an internal leak. The event occurred during set up.